Event description:
It was reported that the distal tip of a recanalization catheter detached from the rest of the catheter. Reportedly, resistance was encountered while the device was being advanced through an acute angle in the iliac artery and the tip of the catheter became caught within the cto. The distal tip detached during withdrawal of the catheter and remains embedded within the cto. There was no attempt to retrieve the tip. Further treatment for the patient's cto may include a surgical bypass. No report of injury to the patient.

Manufacturer narrative:
The lot number of the device has been provided. The device history records were reviewed and there was no information to suggest that the reported issue was related to the manufacturing of this device. Based on the event description and the result of manufacturing controls, no objective evidence was found to link the event to manufacturing. The sample was discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is inconclusive, as the sample was not returned for evaluation. Images were not provided for review. It was reported that resistance was encountered while the device was being advanced through an acute angle in the artery, and the tip of the catheter became caught within the cto at this time. It is possible that these patient factors contributed to the event. However, the definitive root cause is unknown. Warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization/angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser s6 from the body and advance a guidewire through the lesion.